Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: esm board defective. Correction: replace esm board.

Event description:
The following was reported to hamilton medical ag: summary: options disappeared after replace the esm board .

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: esm board defective. Correction: replace esm board. Hamilton medical ag complaint number: (B)(4). Follow-up 1: corrected information: UDI related data quality updates only.

Event description:
The following was reported to hamilton medical ag: summary: options disappeared after replace the esm board.